Event description:
Event# 1 [redacted date]: the pressure wire would not zero after placement into the patient. The catheter was removed and replaced with a new one (reported failed under #479734). Clinical site notified manufacturer rep directly. Lot# 0302731217. Event# 2 [redacted date]: the pressure wire would not zero. Catheter was replaced with a new one - there was no harm to the patient. Clinical site notified manufacturer rep directly. Lot# 0302731217. Manufacturer response for pressure guidewire, volcano verrata pressure guidewire (per site reporter), clinical site notified manufacturer rep directly.